Event description:
End user was in wheelchair reaching for something when the chair slipped. End user fell from the wheelchair and broke her left leg.

Manufacturer narrative:
This incident is currently being handled by our legal department. We have included all the information that is available at this time. It is unknown if the wheelchair will be returned for investigation purposes. If and when more information becomes available, a follow-up report will be filed.